Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a device changeout procedure when the lead was attached to the new device, high impedance was noted on the rv coil on the device and analyzer. A fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.